Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the chipped light guide bundle caused by a component failure of the light guide bundle, scratched objective lens was caused due to component failure of the objective lens, poor image size was caused due to component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found chipped light guide bundle caused by a component failure of the light guide bundle, scratched objective lens was caused due to component failure of the objective lens, poor image size was caused due to component failure of the charged coupled device. There was no patient involvement.